Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Photo analysis: visual analysis of the individual image submitted to ethicon for evaluation determined that a needle/suture could be observed. The end of the suture could be observed damaged. Image is not clear to determine failure mode or reported condition. As with any device, care must be taken to avoid damaging the thread when handling it. Avoid crushing or crimping action of surgical instruments such as needle holders and forceps. As part of our quality process, manufacturing records were reviewed for this lot's serial number and manufacturing standards were met prior to the release of this lot. No conclusion could be reached as to the cause of the reported complaint, as the sample was not returned for analysis. As part of quality process, all devices are manufactured, inspected and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 275 ¿g/m

Event description:
It was reported that an animal underwent a c-section procedure on (B)(6) 2022 and suture was used. During the procedure, it was reported before use on the patient, it was reported that the suture is shorter than the standard one when just open the package. Another like device was used to complete the surgery. No adverse patient consequences were reported. Additional information was requested.